Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 498 mg/dl. The customer treated with the pump and manual injections. The customer had symptoms such as vomiting. The customer stated that even after manual injections, the blood glucose was not coming down. Since the customer changed the reservoir, she was fine. The customer was advised to monitor the pump and call back if issues persist.